Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had received a motor error message. Customer¿s blood glucose level was unknown. Customer also reported that it takes longer for the insulin pump to prime, crack from corner of screen going diagonal, slight rainbow effect on the screen and the new battery drained 1 to 2 bars within 24 hours. Customer declined to troubleshoot with technical support. The device will not be returned for analysis.